Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 27.3 mmol/l. Customer treated with insulin pump and declined high blood glucose troubleshooting. Customer also reported that they were unable to connect the sensor to the insulin pump. The insulin pump not expected to return for analysis. Frn-reservoir; unomedical infusion set; ozo- sensor.